Event description:
The device was used for a laparoscopic cholecystectomy. It was reported by the rep that in the middle of the surgery, the dr noticed the silicone ring of desufflation valve was missing. It was reported that the valve was not found in the pt. The dr explained to the pt's family that it is possible the ring is still in the pt's body. There was no consequence to the pt.